Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 2.25x12mm promus element ¿ drug eluting stent was advanced to treat the lesion. However during introduction of device, the stent strut was noted to be lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and is within maximum crimped stent profile measurement. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found one severe kink 23mm distal of the distal end of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 2.25x12mm promus element ¿ drug eluting stent was advanced to treat the lesion. However during introduction of device, the stent strut was noted to be lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.